Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to connect to the scs ipg with the patient controller (pc). Reportedly, the patient had brain surgery during which time the patient did not turn the therapy off or set the scs system to surgery mode. A company representative met with the patient, but was unable to resolve the issue with troubleshooting. Surgical intervention would be necessary to replace the patient's scs ipg.

Event description:
Additional information obtained identified the patient's communication issue with the scs ipg was resolved through troubleshooting with the technical services team.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.